Manufacturer narrative:
E1 - initial reporter city: fujisawa city, kanagawa prefecture.

Event description:
It was reported that a balloon rupture occurred. The 90% target lesion was located in the moderately tortuous ans severely calcified popliteal artery. A 4.0mm x 15mm wolverine peripheral cutting balloon was selected for use. During the procedure, the balloon was inflated at 10 atmospheres for 30 seconds. The balloon was removed from the patient's body without any problem using the normal method and the procedure was completed with another of the same device. No complications were reported, and the patient was in good condition after the procedure.